Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both dislodged into the superior vena cava (svc). Both leads were removed and replaced. No patient complications have been reported as a result of this event.